Manufacturer narrative:
(B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) numbers are k011245 and k002188.

Event description:
It was reported that at placement, the implant adaptor loose, fell down. No further information available at this time.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data. The implant was returned, and the reported event was non-verifiable with the information provided. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing to recreate the reported event; verified the implant engaged and retained with in-house driver as intended. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.